Event description:
During the product analysis of the pt's returned pulse generator, it was noted that the pt's device was programmed to system diagnostic settings, which would have been the result of an interrupted diagnostic test. Info received to date does not indicate when the test occurred and if the programming physician was aware at the time of the event. It is unclear if the event occurred during an office visit or during surgery.